Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v671772, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient died on (B)(6) 2013. The cause of death was kidney disease. It was stated that the death was not related to the implant. About two weeks later, it was reported that it was unknown if the death was device related. A follow up report will be sent if additional information is received.